Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70mg/dl-90mg/dl fasting. Verified the strips expire 4/15/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 122mg/dl and 99mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with all the results customer is calling complaining that meter is giving high results. Customer is not on any medication because she is not a diabetic.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings. R and d final root cause investigation concluded that the returned test strips read high due to the strips has been exposed to heated environment over time.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70mg/dl-90mg/dl fasting. Verified the strips expire 4/15/2018. Customer confirms the strips have been properly stored and were first opened 2/25/2016. Customer performed a back to back blood test and obtained 122mg/dl and 99mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:with all the results. Customer is calling complaining that meter is giving high results. Customer is not on any medication because she is not a diabetic.